Event description:
The layer/user patient called lifescan (lfs) in january 2006, and alleged that her meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the patient ten days later and obtained/verified the following information. The patient reported that she accidently changed the unit on the day of the event, she tested her blood glucose and obtained a result of "119 mg/dl". She ate her breakfast, but did not take any insulin. She takes her insulin based on feelings; it is not based on the meter results. She left the house 30 minutes later and while sitting at the bus stop; she began to get a headache and her ears were ringing. She knew this meant that she was becoming hypoglycemic. The bus driver called the paramedics and when the patient arrived at the hospital, her blood glucose result was 27 mg/dl. She was recently switched from glucophage to insulin because, "my diet is so well controlled that I did not need the oral medication". She also reported that she tests when she is not feeling well. She was admitted for 2 days and released. The meter was previously set to the correct unit of measurement. The patient stated that she accidently changed the uom when resetting her meter. The unit of measurement issue is not reportable because it is covered by the remedial action exemption e1005019, dated 12/2005. However this complaint is being reported as the patient suffered a hypoglycemic event after her meter had read "normal" 30 minutes prior.